Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of an alert for possible hv lead issue was confirmed in the laboratory via review of programmer printouts. The device was tested on the bench and using automated test equipment and was found to be normal. No device anomaly was found.

Event description:
It was reported that during device change out for normal eri, when induction testing was performed with the new device and the chronic lead, the device failed to rescue the patient. Additional therapy attempts aborted. Alerts for possible hv lead damage, low hv lead impedance and out of range pacing lead impedance were received. Device was not implanted and replaced.